Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Reportedly, customer was due to change out cartridge the prior day. However, did not change it out until the unspecified cartridge alarm occurred. Issue was resolved after cartridge change. There was no reported adverse impact to customer's blood glucose level.